Manufacturer narrative:
Final device analysis revealed connector broken around suture ring.

Event description:
The hcp reported that the pt was experiencing increased pain and required larger doses of medication. The hcp was unable to aspirate fluid from the catheter. The pt underwent a catheter revision. During the catheter revision, the hcp noted that the catheter hub was eroded and partially fractured, and there was a chalky substance noted at the fracture point. The pt recovered without sequela. Reference MFR's report # 6000030200600243.